Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. No product was returned in relation to this report, however returned product evaluation from a similar complaint description confirmed a small hole was present in the proximal shaft of the sheath. This MDR is reported due to potential association with the other reported event even though no product was returned. A non-conformance was initiated to further investigate.

Event description:
Physician gained access and the side wall of the sheath/introducer leaked droplets of blood. This was reported for a quantity of five units; no patient harm, injury or medical intervention was reported. Related mdrs stemming from same set of information are: 2134812-2018-00057, 2134812-2018-00058, 2134812-2018-00059, 2134812-2018-00060.